Manufacturer narrative:
The returned samples and lot number of this event was received. The DHR was reviewed without any similar issue, the retained sample was tested and meet the specification. The returned sample was tested and they met the specificaiton. The issue can't be confirmed, the root cause can't detected currrently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The customer stated she had a new shipment arrive today and tested one of the syringes. When you pull the orange cap off, the safety engages unless you actually hold the safety down. Then to reattach the cap if necessary, it is very difficult to put back on.